Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interogation two days post implant, a check right ventricular (rv) lead message displayed for an unknown reason. All lead measurements tested normal and patient was discharged. The lead remains in service and no adverse patient effects were reported.